Event description:
Boston scientific received information that this implantable lead was being extracted for an unknown reason. No additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.